Event description:
It was initially reported by the company representative that he encountered issues while attempting to upgrade a physician's handheld. He navigated through the different screens but when he arrived at the drop down menu where he was to select the "cf card" folder it was not there. It was confirmed that the handheld was plugged into the power outlet and that the flashcard was fully seated. A hard reset was performed but did not resolve the issue. Another flashcard with the same lot number was used and again the "cf card" folder could not be found. A third flashcard with a different lot number was used and the upgrade was successful. Both flashcards that were unsuccessful at upgrading the handheld were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. This MDR will report one of the flashcards and MDR # 1644487-2011-00906 will report the other flashcard.